Event description:
The patient reported feeling a "burning, tingling, pulsating, spasm" near the site of the device. Notes from the physician stated "patient reported no symptoms of palpitations or syncope. He did c/o (complain of) pins and needles going across his chest this am that he almost called 911 for. Pain is not associated with sob (shortness of breath), activity or sweating. He states he has had this off and on since the pacemaker was inserted." The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.